Manufacturer narrative:
Product ID 3389s-40 lot# v135142, implanted: 2008 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3389s-40 lot# v127831, implanted: 2008 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 7426, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the caller had therapeutic benefit with the implantable neurostimulator (ins) but the values were a bit high. It was noted that impedance was measured as the following: c-0 1049, c-1 >2k, c-2 1304, c-3 >2k, 0-1 >2k, 0-2 1695 and all the rest were >2k. It was reported that the patient had both of their devices replaced about 1.5 years prior to report. Additional information was requested but was not available at the date of this report.